Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy ii drug-eluting stent, it was noted that a stent strut was lifted. The device was never loaded onto the guide wire. No patient complications were reported.